Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from an MRI technician regarding a patient who was implanted with a neurostimulator for non-malignant pain. It was reported that the spinal cord stimulator (scs) had not been working for two years and the patient couldn't communicate with the implantable neurostimulator (ins) to put it into MRI mode. The MRI tech stated that the patient was needing an MRI of the brain and wanted to know if the patient was eligible. There were no reports of medical or therapy issues and no patient symptoms reported. There were no further complications reported or anticipated.

Manufacturer narrative:
Corrected to product problem. If information is provided in the future, a supplemental report will be issued.